Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to device changeout with high capture threshold on the left ventricular lead. The physician was able to obtain a more optimal position with lower threshold with a new lead so the old lead was capped on (B)(6) 2020. The patient was stable.